Event description:
It was reported that a patient underwent a laparoscopic hysterectomy on (B)(6) 2014. During the procedure, the rotation of the device did not stop. It was possible that the activate switch of the motor drive unit was upward and may have been the cause of the event. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate, and the drive cable kept twisting during the evaluation. It is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate as intended.